Manufacturer narrative:
A return material authorization (RMA) was issued to evaluate the mega suturecut needle driver instrument. Additional information is being gathered to determine the contribution of the device to the customer reported issue. A follow-up MDR will be submitted if the instrument is returned (post failure analysis evaluation) or if additional information is received.

Event description:
It was reported that during a da vinci-assisted unilateral inguinal hernia surgical procedure, the part that allows the suture to articulate broke off a mega suturecut needle driver instrument. The procedure was completed with no reported injury.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
The mega suture cut needle driver has been returned and evaluated by the failure analysis. Failure analysis investigations not replicated nor confirmed the customer reported complaint. The instrument was placed and driven on an in-house system and passed the recognition and engagement tests. The instrument was placed on the in- house system and removed several times with no problem. The instrument moved intuitively with full range of motion in all directions. The tips opened and closed properly. The instrument was fully functional. No product issue was identified.